Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2015. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's left cervical lead had high impedances. On (B)(6) 2017, the patient underwent surgical intervention to replace the lead. However, the patient woke up during the procedure and the surgery was aborted. The patient currently has one lead implanted and doesn't have stimulation.